Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultralink read inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The date and time that the alleged inaccurate high occurred is unknown. The patient stated that he obtained a reading of "295 mg/dl" on the subject meter. The patient stated that he took an increased dose of insulin in response to the alleged inaccurate high. A while later (time unspecified), he developed the symptoms of "sweating, feeling low, shaking and he could barely talk" and when he tested on another meter he obtained a reading of "43 mg/dl". The patient denied having received any treatment. At the time of initial troubleshooting, the customer service representative (csr) noted that the test strips were not identified as counterfeit. The patient declined further troubleshooting. No products were replaced. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient stated that he developed the symptoms of "sweating and shaking" after the alleged inaccurate high began. These symptoms do meet lifescan's criteria for a serious injury.